Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Additionally, a cartridge alarm occurred during the load sequence. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.